Event description:
Report received of a general complaint of non-delivery. The customer reported that they have experienced an unspecified number of undocumented cases of non-delivery with no pump alarm. In some cases, rn's noted drops at the initiation of therapy and in other cases the nurses never looked to see if there were drops at the initiation of therapy. There were no specific details on any of the events. There were no reports of any adverse effects to any patients. Though requested, there was no additional information available.